Event description:
A malfunction on a pump was reported by the caller. There was no reported adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset procedure, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any malfunction code reappears, which the caller understood.